Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the female connector on a minicap extended life pd transfer set. The even was described as "had iodine leak, after replacing the minicap, the iodine leak still occurred." This was observed during use of the devices for peritoneal dialysis therapy. The transfer set had been in use for approximately six (6) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.